Event description:
A nurse reported experiencing low vacuum power during phacoemulsification of a dense cataract procedure. The handpiece and phaco tip were exchanged but the issue still persisted. They were able to complete the case. There was no harm to the patient. The nurse indicated that the issue was due to the thickness of the cataract. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable info becomes available. (B)(4).